Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2020-00114.

Manufacturer narrative:
Additional information has been requested regarding the brand name and model number of the implanted device: this information has been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on december 30, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). The patient's head was not wrapped as recommended by cochlear. The device was explanted (date unknown) and the patient was reimplanted with a new device during the same surgery.